Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Therapy and event date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2020-02267. It was reported patient experienced erosion at the left burr hole site. To address the issue patient underwent surgical intervention where the burr hole caps were replaced and incision re-closed . No complications observed during procedure.